Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user stopped responding to "s" "sh" sounds as usual. In situ measurements indicative for an abnormal implant. Re-implantation took place on (B)(6) 2018.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user stopped responding to "s" "sh" sounds as usual. The recipient complained that she was no longer able to hear. No report about a trauma or accident has been received. The recipient was re-implanted.